Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per report, the aortic regurgitation two years post deployment was attributed to the undersized valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately two years post deployment of a 26mm sapien xt valve, echo revealed the patient's aortic regurgitation was severe (combined pvl and cai). The decision was made to deploy a 29mm sapien 3 valve as the 26mm sapien xt valve was believed to have been undersized. The 29mm sapien 3 valve was deployed within the existing 26mm sapien xt valve which reduced the ar to none. The patient left the case in stable condition.